Manufacturer narrative:
Additional information: d9, g3, g6, h2, h3, h6, h11. One 8.5f swartz braided introducer sheath was received for evaluation. The sheath passed pressure and aspiration leak testing with no anomalies observed. The cap was removed from the hemostasis hub and the hemostasis seals were microscopically inspected. A puncture was noted on the proximal seal, and tearing was noted on the distal seal. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the damaged seals remains unknown. The IFU states: do not remove dilator or catheter rapidly. Damage to the valve may occur, potentially compromising hemostasis.

Event description:
During an atrial fibrillation procedure, the sheath was inserted into the right atrium, and air was aspirated when aspirating air from the side port before the catheter insertion prior to transeptal puncture. Air was aspirated several times, but the air could not be removed completely. The sheath was replaced, and the procedure was completed with no adverse consequences to the patient.